Manufacturer narrative:
The field service representative (fsr) confirmed the reported issue. The fsr found channel b mix valve was sticking when turned through range. The defective mix valve was replaced. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that an "e0e" error message occurred on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.